Event description:
New information received notes a fracture was suspected on the right ventricular (rv) lead though it could not be confirmed.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited high capture threshold measurements. The lead was capped and replaced on (B)(6) 2025. The patient was stable throughout the procedure.